Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that while attempting to register the patient the system monitor when black and an error 64 message appeared. The system reboot and registration was attempted, and error 64 appeared again. While attempting to delete the patient exams, the system fell into a grub menu. Ctrl+alt+del reboot the computer and the system then boot to the login screen and the patient exams were deleted and reloaded. After the scans were loaded fresh the issue did not appear to recur. There was no patient impact and a delay of less than one hour. Additional information was received. It was reported that the manufacturer representative (rep) confirmed that the exam was causing the error. They had to delete the exam because it was not within protocol. Once they redid the exam within protocol, the error cleared and the system was working as intended.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 1.2.0, product ID: 9736113, version #: 1.0.5. Software logs were received (product ID: 9736113, version #: 1.0.5) and the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The upsd log captured an ungraceful shutdown on the date of the issue reported. Sometimes, ungraceful shutdowns do not always result in filesystem errors, but it does always force a filesystem check. If any anomalies were already present or were introduced as a result of the ungraceful shutdown, the system will not boot. Codes: b01, c10, d18 h3) software logs were received (product ID: 9735736, version #: 1.2.0) and the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs captured 4 sessions on the date of the issue reported, among them two sessions captured the corefiles in "trualgorithmservice" during the registration task. The core was generated by "trualgorithmservice" and the program terminated with signal sigsegv, segmentation fault in the library "libc.so.6" during the invocation of function call "tru::highcurvpointsclusterslocals::nighbpoints" from the t rualgorithmservice. Codes: b01, c10, d18 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.